Event description:
The user facility reported that during a laparoscopic low anterior resection procedure, the doctor found black foreign materials in the patient. The doctor reportedly retrieved all of the materials from the patient and found the material were parts of bending section of the subject device. The procedure was completed with another device. There was no other patient injury report.

Manufacturer narrative:
The foreign materials were disposed at the facility. The subject device expect the foreign material returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the glue of the both side of the bending section were missing. The subject device was manufactured in 2006 and there was no irregularity in the manufacturing record. Omsc concluded that the separation of the glue highly occurred when the user facility forcibly withdrew the subject device from the trocar with the subject device angulated. The device instruction manual warns users that "when withdrawing the endoscope from the trocar tube, make sure to straighten the bending section and withdraw it viewing the endoscopic image. This report is being submitted as a medical device report in an abundance of caution.